Event description:
A caller reported experiencing intermittent occlusion alarms. The customer's blood glucose (bg) level was 523 mg/dl. Elevated bg was addressed by manual insulin injection. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin therapy.